Event description:
It was reported that the distributor gave the device functional and delivery testing. The distributor stated the device failed the accuracy testing with a result of 11.2% above nominal (5.2% above allowed system specifications). No patient involvement.

Manufacturer narrative:
One cadd-legacy 1 ambulatory infusion pump was returned for analysis in good condition. The reported issue of failed accuracy and the case's damage was able to be confirmed. The delivery accuracy tests found the pump to be over delivering outside the published specification. The pump's expulsor will be replaced in order to bring the delivery into more nominal of a range. The rear housing will also be replaced in order to resolve the damage.